Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump passed self test and displacement test. However, moisture damage was noted on electrical board. The following were noted during visual inspection: scratched case, cracked keypad overlay, and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had a fluid under the liquid crystal display after they went for swimming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.